Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to flattened act button dome switch. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked lcd window at top right corner, broken reservoir tube lip and cracked on battery tube threads. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump was exposed to sweat. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 594 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.